Event description:
Please note this product is not sold/distributed in the united states. Procedure type: esophagus cancer surgery. According to the reporter: after firing the device it was difficult to remove it from the patient. After inspecting the donut, incomplete cutting was noted. The surgeon sutured the anastomosis to complete the procedure. Slight bleeding occurred, under 200 cc. Surgery was extended about 40 minutes due to suturing. No patient injury was reported.